Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed an o2 low flow repair test. The technician replaced the active exhalation control module valve to address the issue. The device was retested and passed all testing. Additionally, it is noted by the technician that the blower assembly, overhead blower filter, inlet filter, and rubber feet were replaced. The outer enclosure required cleaning. No further investigation is required at this time.